Manufacturer narrative:
(B)(4). The actual sample was not returned; however, an unopened companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected with naked eye for appearance, wet iodine presence and pinhole presence. Testing for pouch integrity was performed by compressing pouch with fingers and confirming that air was still present in the pouch. Visual inspection revealed no pinholes were noted, and the presence of wet iodine was visually verified by opening the clamshell. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the patient that the "clamshell" (connection shield) had a dryer iodine sponge compared to the previous stock they received. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.